Event description:
During surgery on 1/24/97, while using a 5.0mm cannulated drill bit, the tip of the drill broke into fragments. The very end fragment of drill bit remains in pt. No other info available at this time.